Manufacturer narrative:
(B)(4). The product was not requested to return for manufacturer's investigation as the failure is known and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction by the previous complaint investigation. Based on these results and the information available at this time, the oxygenator operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
(B)(4). According to the customer: during first hour of ecls (extra corporal life support)support with cardiohelp, hls module developed large pre-membrane pressure requiring change out (pint rising to 250mmhg). No negative effect to patient reported. (B)(4).